Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of feeling ill, chills and suspected allergic peritonitis in a patient coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced feeling ill, chills, hypotension, fever and eosinophilic peritonitis, manifested by cloudy dialysate. The patient was hospitalized on (B)(6) 2011. On (B)(6) 2011, the patient began treatment with cefazlin and ceftazidim. On (B)(6) 2011, extraneal was temporarily discontinued. On (B)(6) 2011, treatment with ceftazidim was discontinued. A diagnosis of eosinophil peritonitis was made with bacterial peritonitis as a possible alternative diagnosis. On (B)(6) 2011, the patient was discharged from the hospital and recovered from all events the same day. On (B)(6) 2011, treatment with cefazolin was discontinued. At the time of this report, extraneal remained temporarily withdrawn and physioneal was ongoing and unchanged. The physician was unable to assess causality for the events of feeling ill, chills, fever, hypotension and eosinophilic peritonitis in relation to extraneal viaflex and physioneal 40 unknown bag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.